Manufacturer narrative:
Approximate age of device - 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported via email with a senior clinical specialist that while in the operating room on (B)(6) 2018, one of the arms of tunneling bullet broke off after the surgeon had tunneled through the chest. The tunnel bullet was with a heartmate 3 lvad and the missing piece was not found. No alarms were reported. No other unusual events were reported. Additional information received on (B)(6) 2018 stated that the missing piece had not been found.

Manufacturer narrative:
Expiration date: additional information. Manufacturer's investigation conclusion: the report that one of the leaflets of the heartmate 3 tunneling adapter broke off during the implantation of the lvad was confirmed through the evaluation of the submitted images. However, a direct cause could not conclusively be determined. It was reported that one of the arms broke off the tunneling bullet after the surgeon tunneled through the chest. The missing piece was not found and the adapter will not be returning. The pump remains implanted and the patient continues on vad support with no additional complaints reported at this time. The heartmate 3 left ventricular assist system's instructions for use describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. No further information is available. The manufacturer is closing the file on this event.